Manufacturer narrative:
Results: the pet lock at the proximal end of the pusher assembly is still intact and the pull wire is still inside of the capture feature at the distal end. These observations are consistent with an undetached coil however, the coil sr-wire is broken and the coil is detached from the pusher assembly. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the coil detached while trying to position in the aneurysm. During the evaluation of the product it was noted that the coil sr wire was broken. It is likely that the force used to manipulate the coil in the patient was greater than the tensile strength of the sr wire material, causing the coil sr wire to break and the coil to detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing embolization procedure for unruptured aneurysm in the left periophthalmic region using penumbra 400 coils. During the procedure a coil detached while trying to position in the aneurysm. The coil was successfully retrieved using a 2.5 merci retriever.